Event description:
The customer's spouse called to report the customer was admitted to the hosptial for high bgs. It was attempted to troubleshoot the pump, but the spouse did not feel comfortable with the pump and rather somebody else to test. A replacement pump was requested. It was determined that the pump clock was an hour behind, but nothing further was determined.